Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the lens damaged by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the lens was damaged by injector. There are two medical device reports associated with this complaint. This report is 2 of 2.